Event description:
Two capillary samples were taken on a neonate. The first sample was analyzed on an abl735 blood gas analyzer indicating hb 6.3 mmol/l. According to the qc logs, the device has performed according to specifications. As the medical staff considered the value too low according to the pt's condition, a new measurement was conducted. The reference measurement analyzed on an other blood gas analyzer confirmed that the value was higher. The second of the originally taken samples confirmed the higher value as 9.4 mmol/l.

Manufacturer narrative:
Still under investigation.